Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse opened the bd syringe with needle and found foreign matter in the shape of a hair inside the barrel. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation- we have been provided with the affected samples. The evaluation of the returned sample showed a hair inside the blister of the syringe. We could confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011. Syringes were assembled in machine, nº4252, and nº4251, in lot #7100073 (april 18 - 29th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7100035, and #7089485 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7114316, #7100040, and #7089486 and no problems, defects or qn related to the reported issue were found. Root cause analysis the accurate root cause of the reported issue could not be determined. Based on the evaluation of the sample we think that the hair was lost probably due to a failure to perform any practice of gmp, or neglect, or as part of some raw materials. Finally this foreign matter ended in the primary packaging machine which produced the mentioned non-conformance. We concluded that it has been an isolated case with a negligible frequency of occurrence. Confirmation the returned sample presented a hair inside the unit package of the syringe. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.